Manufacturer narrative:
(B)(4): the customer reported that there was a "speaker malf." Inop. No pt harm was reported. The initial investigation supports that this speaker failed to produce any audible sounds. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there was a "speaker malf." Inop. No pt harm was reported.